Event description:
The customer reported hydrogen peroxide contact after removing a load from a completed cycle. The customer reported skin discoloration and burning and tingling at the contact site. There was white residue noted on the load. Attempted to contact the customer to collect more info, but the customer was not available. The asp field service engineer repaired the unit.